Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d2. The device was returned to zoll medical united kingdom for evaluation. The customer's report of no ECG signal could not be duplicated during testing, and the device passed all functional evaluations with no discrepancies observed. Review of the device logs indicated that the event was associated with switching between leads view and pads view, during which the pads were repeatedly connected and disconnected while troubleshooting. A valid impedance was detected when the pads were connected, and ECG signals were displayed through pads view. The logs suggest the issue was related to pad connection andjustments and user interaction. The device was found to be operating as intended, and no fault was identified. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.